Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported by the patient that two infusion sets cannula was kinked after 3 hours of insertion. For 8 hours infusion set was in use. The insertion site was abdomen. Event had occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.